Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in excellent condition. The alleged leakage issue was not reproduced during testing. As a preventive measure, a new gasket was installed. No fault was found with the device.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) exhibited a leak in the water tank. This issue was observed during the setup of the equipment and prior to patient use.